Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and updated the software. The representative reinstalled the system interface board. Five system folders were found in the wrong folder on a separate directory which were causing the issue. After replacing the system files with the correct ones, the issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, after taking a weak quality 2d shot, the imaging system switches into stand alone mode. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.